Event description:
The patient returned to their managing physician (B)(6) 2015 for a dose adjustment, following the initial implant. A dye study was done and the radiologist's report indicated that the catheter was out of the intrathecal space. According to the patient's mother, the patient had fallen 2 days after the original surgery as the patient had chronic kidney stones and fainted frequently from his pain. This had been going on for several years and was why the patient was referred for pump therapy. The patient was taken to surgery on (B)(6) 2015. The physician exposed the spinal side incision. The anchor was still in place at the fascia and securely attached via sutures. The surgeon removed the spinal segment of the catheter by cutting the catheter at the connector. He stated that the spinal segment was filled with drug/csf (cerebrospinal fluid) and he did not believe the catheter was out of the intrathecal space. Regardless, the spinal segment of the catheter was replaced with a revision kit. The pump was kept at minimum rate following the procedure. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury.¿ the patient was discharged (B)(6) 2015 and was doing well. The issue was attributed to the patient¿s fall. The device system was delivering infumorph.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).